Manufacturer narrative:
Because the patient has not had any arrhythmias, the physician decided to reprogram the associated cardiac resynchronization therapy defibrillator (crt-d) to "monitor only" and the patient will be seen again within one month for further evaluation. At this time, this rv lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Additional information was reported that another high out of range shock impedance measurement was noted with this rv lead and device. It was reported that the patient was seen again after this measurement was observed and the device was reprogrammed. The specific details of the type of reprogramming were not provided. No adverse patient effects were reported. The rv lead and device remain implanted and in service.

Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that the shock impedance measurements on this right ventricular (rv) lead had gradually increased from 70 ohms to above 125 ohms. The shock configuration was reprogrammed to distal coil to can but the measurements still remained above 125 ohms. No noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received that the programming changes were to turn off the defibrillator function on this device, and to have the device provide pacing only. No adverse patient effects were reported. The patient will continue to be monitored.